Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. The probable cause is application or product failure. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It the study "does taping torso scars following dermatologic surgery improve scar appearance?", there were a total of 195 patients using leukostrip and or melolin & opsite dressings. Control group did not use leukostrip but interventioned group did. In this study there was 1 patient reporting dehiscence. It is unknown what kind of treatment was given.